Event description:
It was reported that pump display had pixel issue that affected customer¿s ability to read and interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer continued to use current pump and rely on alternate insulin method if necessary.